Event description:
It was reported that patient complained of intermittent stimulation, a loss of therapeutic effect, severe pain in her left hip where the implanted device was, and swelling and redness at the device site. Patient fell on the implant a week ago. Patient had bilateral implanted devices, and had a revision of the device system on the left side.

Manufacturer narrative:
(B)(4).